Event description:
It was reported that the pt had their device system replaced due to "lead damage" (per follow up physician). The company rep felt it was due to placement and that there was no mechanical problem with the lead or system. It was also noted, the pt had a loss of therapeutic effect. There were no pt injuries and she recovered without sequelae. A follow up report will be sent if additional info is received.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.